Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to is 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a rash. It was reported that the patient had a rash under her left breast. The patient consulted her physician who told her to use a cream or gauze to help the irritation. Follow-up indicated that the patient's rash was improving, and that they were going to check with their doctor again to see if they still needed medicine to help it heal.